Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic with the pulse generator constantly beeping. Upon interrogation, the device exhibited noise reversions. No intervention was performed. The patient remained asymptomatic.